Event description:
It was reported that during a laparoscopic cholecystectomy procedure, clips deployed, closed distally but did not close fully proximally, meaning it did not clip the vessel securely. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: did the clips not form completely or did the formed clips not secure the vessel? Clip did not form properly, as stated the distal end closed but the proximal remained open. Did it hold on the vessel? No. If no, did the clip fall into the patient? Unknown. If yes, how was it retrieved? Unknown. Was the clip formed as intended? No, the clip did not close at the proximal end. Was there bleeding? Unknown. Was there leakage? Unknown. Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? If so, when? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Standard lap chole. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? If so, whom? Unknown. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.